Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During drain 6 of 7 the patient encountered multiple air detected in cassette warnings. When the patient opened the cassette door there was fluid in the pump module area and fluid on the external of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient¿s spouse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient carried out manual treatments until the new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler set was discarded and is not available to be returned to the manufacturer for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During drain 6 of 7 the patient encountered multiple air detected in cassette warnings. When the patient opened the cassette door there was fluid in the pump module area and fluid on the external of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient¿s spouse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient carried out manual treatments until the new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler set was discarded and is not available to be returned to the manufacturer for investigation.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During drain 6 of 7 the patient encountered multiple air detected in cassette warnings. When the patient opened the cassette door there was fluid in the pump module area and fluid on the external of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient¿s spouse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient carried out manual treatments until the new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler set was discarded and is not available to be returned to the manufacturer for investigation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The 3rd party tracking number was verified and no information was found that the customer sent the sample. Additional information was then acquired confirming that the product was discarded. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.